Event description:
During a ptca/stenting treatment procedure, the choice pt xs j 300 cm guidewire coating seemed to be 'sticky.' The lesion being treated was a 100% stenotic lesion in the lad coronary artery. The lesion had been predilated in order to place a taxus stent. While attempting to deliver the stent, the physician felt that it was sticking on the wire. The stent was removed and replaced with an otw stent with the same results. The choicept cx guidewire was removed and replaced with another guidewire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'